Event description:
Patient reported obtaining back-to-back blood glucose results of 62 mg/dl and 176 mg/dl, while using the suspect product. Patient did not modify therapy based on these results. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.